Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It was used in a procedure for a patient who had a gore viatorr stent (80 mm covered/20mm uncovered x 8-10 mm) for a tips which was then extended to the ivc with the zilver vena stent. The procedure was performed on 2023. This zv stent component was noted at some point since then to have embolised into the left main pulmonary artery on a recent CT chest. It's uncertain when since 2023 this occurred. Is there any action going to be taken to remove the zilver vena stent from patient? - has been discussed, most likely no. But can change. Where on the patient was the percutaneous access site? - right internal jugular vein . Was the access site tibial, popliteal, common femoral, external iliac, internal jugular? - right internal jugular vein. What diagnostic imaging modalities were utilized to assess lesion and extent of disease? - fluro, dsa, ultrasound (for access). Was ivus used prior to stent placement to determine the affected vessel diameter and length? - no as used as tips stent. If a reference vessel was measured, what was the diameter of the reference vessel? - hepatic (10mm) and portal (7mm) vein measured. If a reference vessel was measured, what was the length of the lesion? - n/a 2 stents were used to overlap. Was ivus used post-stent placement to assess vein wall apposition? - no. If ivus was not used, what was used to assess vein wall apposition? - dsa. What was the lesion location (i.e., common iliac, external iliac vein, common femoral,) note more than one vein lesion extend into other vessels. - stent used for tips ¿ portal to hepatic vein. Was the lesion approached via contralateral or ipsilateral? - ipsilateral was pre-dilation performed ahead of placement of the stent? - yes. What was the target location for the stent? - tips ¿ between hepatic & portal vein, overlapping gore stent. How was the targeted landing zone of the stent cranial and caudal identified? - dsa ¿ angiogram. Details of access sheath used (name, fr size, length)? - 10/12 fr, approx. 45cm. Details of the wire guide used (name, diameter, hydrophilic)? - 0.35 wires. Please describe the state of the vessel: - hepatic (normal) & portal (normal) vein did the patient exhibit difficult anatomy? - angle between portal vein & hepatic vein was difficult. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? - no. Zilver vena stent fractured and migrated to the left pulmonary vein. Distal end of stent where it overlaps with gore stent remained in the same position.